Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal power distributor (upd) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden testing system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Emergency power off (epo) functionality test passed. All the gantry motors were moved in full range of motion; test deployed for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, all passed. The upd remained on the test system for hours in normal operation with no issue. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing.

Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered errors 40074 and 1152 during system power-on, which persisted despite multiple hard power cycles performed by the customer and with technical support engineer (tse) guidance. Error logs indicated error 1152 pointing to the universal power distributor (upd). There was no report of patient involvement or patient injury.